Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 4 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model:3166, UDI: (B)(4), serial:(B)(4), batch: 5990554. Common device name: lead, model:3166, UDI: (B)(4), serial: (B)(4), batch: 19047719. Common device name: lead, model:3166, UDI: (B)(4), serial: (B)(4), batch: 5990554.

Event description:
Related manufacturer report number 1627487-2023-01789. It was reported the patient lost therapy due to not charging the ipg. The patient has not recharged or used the ipg in over 3 months. The issue was resolved through an ipg replacement. During the procedure the physician discovered that one of the leads was not functioning correctly.. The lead was replaced as well. Effective therapy restored post-op. Investigation did not determine the lead that was replaced.